Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the screw tip broke off into the patient while the surgeon was attempting to remove the screw, due to it being the incorrect length. The patient retained the screw tip . The event caused a 20 minute delay in surgery and surgery was completed with another screw of the correct size.

Manufacturer narrative:
Device history records were reviewed for lot 62807701 with no deviations or anomalies identified that would have contributed to the reported event. The screw was returned for review. The fractured tip was not returned for review as it remains inside the patient, according to x-rays. Visual inspection confirms the reported fracture, which occurred at the tip of the threads. The major diameter of the threads was measured and found conforming to print specifications. This device is used for treatment. Based on the order running complete, it is believed the part was conforming when it left zimmer biomet. An initial product history search conducted 10 oct 2016 revealed no additional complaints against the related part and lot combination. The magna-fx and mini magna-fx cannulated screw fixation surgical technique indicates that both the alignment guide and freehand techniques require measuring of the screws by ¿placing the depth gauge over the guide pin and reading the actual depth of the pin in the bone.¿ it then states in the screw insertion section that ¿threads must not extend across the fracture site¿ and after setting the screw, check fracture impaction with x-ray. It was reported that the screw was being removed due to incorrect length when the fracture occurred. A definitive root cause for the screw fracture cannot be determined at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.